Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the physician experienced difficulty removing the leads from the device header. The physician hooked an unspecified tool onto the device, presumably the suture hole and forcefully attempted to remove the header. At that point, radio frequency (rf) was lost, resulting in an error message. Extensive troubleshooting to re-establish rf telemetry was attempted, however, was unsuccessful. It was suspected that the device had been damaged during the attempt to remove the header, and unable to telemeter data. The anesthetic was not effective for this patient, and as a result, the patient reportedly experienced a large amount of pain during this time. A non-bsc device and adapter was successfully placed. The explanted device was discarded and would not be returned for reliability analysis.